Event description:
The customer reported that during a laparoscopic hysterectomy, the device jaws would not open while on tissue. The user had to cut around the jaws to remove the device. There was no additional bleeding and the pt had no complications.

Manufacturer narrative:
(B) (4). (B) (4). The device was tested on a silicone test strip for proper activation and knife function with acceptable results. The handle was latched and unlatched several times without problem. The cause of the reported event could not be verified or determined. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Additionally, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the IFU that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position."